Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient (pt) got a bone growth stimulator. Pt reports they only used the bone growth stimulator 3 times. Pt reports that after using the bone growth stimulator they had pain around the ins even if the ins was on or off, but it was slightly better if off. When the rep was with the pt, the pt also reported they felt zapping or shocking all over. Issue started in september 2024. Rep reports normal impedances and the therapy is working fine. Rep told the pt to turn the ins off to rule things out. Pt has had previous back surgery and the pt is going to meet with their spine surgeon. Pt reports no falls or trauma.